Event description:
It was reported that the patient with this right atrial (ra) lead had possible erosion and infection due to tenderness and protrusion. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ra lead remains in service.